Event description:
The device migrated shortly after implantation, prior to activation. The recipient underwent a re-positioning surgery due to the device sitting close to the pinna. Following the procedure, the recipient then developed a swelling and a buildup of fluid. A staphylococcus aureus infection was confirmed. After 2 incisions and drainage procedures the device was explanted on the (B)(6) 2020. The recipient will be re-implanted in the future.

Manufacturer narrative:
Conclusions: during investigation the device is working within specification. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the information received from the field, the reason for explantation was not an implant malfunction. In fact, the device moved from its intended position shortly after implantation surgery. A re-positioning surgery was performed, however an infection developed above the implant site afterwards. Therefore, the device was removed and no new device was immediately re-implanted to allow the area to heal. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device migrated shortly after implantation, prior to activation. The user underwent a re-positioning surgery due to the device sitting close to the pinna. Following the procedure the user then developed a swelling and a buildup of fluid. After 2 incisions and drainage procedures the device was explanted on the 25th june.